Manufacturer narrative:
One cylinder was returned for evaluation - analysis results indicate the cylinder performed within specifications and functioned as intended. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt had his device removed and replaced with an inflatable penile prosthesis because of pt dissatisfaction. Apparently, the dissatisfaction was due to "one cylinder impending distal erosion; pain; difficulty urinating".